Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, the device underwent a thorough evaluation. The fiber was received in one piece and showed no physical defects. The tip was observed to be broken, and burn marks were noted on the connector face. The aim beam light observed was distorted. The fiber passed all functional testing. Based on the available information and analysis results, it is likely that procedural conditions during device set-up or use could have contributed to the fiber tip break. A conclusion code of cause traced to component failure was assigned to this investigation which indicates an expected or random component failure without any design or manufacturing issue. The device instructions for use (IFU) instructs the user to carefully handle the fiber during setup to prevent fiber damage. Fiber damage may impact fiber performance. The device history record review confirmed that the device met all material, assembly and performance specifications prior to distribution and there were no manufacturing deviations.

Event description:
It was reported that, during a lithotripsy procedure, the connection between the fiber and the console made an abnormal noise and it stopped working immediately. The procedure was completed by replacing the fiber and debris shield. There were no patient complications. Analysis of the returned fiber identified that the fiber tip was broken.